Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a forearm vessel. A 5.0mmx20mmx40cm sterling¿ balloon catheter was advanced for dilation. However, upon inflating the balloon for a few seconds, a leak of the diluted contras media was observed inside the balloon under fluoroscopy. The device was removed from the patient and the balloon ruptured when inflation was attempted outside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.